Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification result when testing quality control pseudomonas monteilii strain (dsm 14164) in association with vitek® ms rp5700 acqu comp kit (reference 411032, serial number (B)(6)). Vitek ms misidentified pseudomonas monteilii dsm 14164 as pseudomonas putida. The customer's strain was not requested as this strain was already available from biomérieux research & development (r&d). Fine tuning: the customer's instrument fine tuning was not in conformance. The fine tuning performed prior to the issue was non-optimal and one mandatory criteria was not met. Local customer service (lcs) was requested to perform a new fine tuning. Spot preparation quality: the calibrator spot preparation quality was good. The calibrator ¿all peaks¿ values are quite homogeneous. Knowledge base (kb) review: pseudomonas monteilii is present in the vitek ms kb v3.2. Testing: biomérieux r&d analyzed the same collection strain dsm 14164 (from internal stock), on vitek ms kb v3.2 and the next kb under development. The strain was misidentified as pseudomonas putida. Expected identification after investigation: pseudomonas monteilii. Complaint trend analysis and device history record: the review did not highlight any issue during manufacturing for the customer's instrument. There are no capas or non-conformities related to the customer 's issue. Since january 2016, no similar complaint has been recorded for misidentification of pseudomonas monteilii as pseudomonas putida. Root cause: the cause for the misidentification was determined to be due in part to non-optimal fine tuning. Additionally, the organism misidentification was reproduced internally without root cause determination; a biomérieux design change request has been initiated to research the feasibility of providing improvements to the knowledge base with respect to the identification of pseudomonas monteilii.

Event description:
A customer from the (B)(6) notified biomerieux of a misidentification result when testing quality control pseudomonas monteilii strain (dsm 14164) in association with vitek® ms rp5700 acqu comp kit (reference 411032, serial number (B)(4)). Vitek ms misidentified pseudomonas monteilii dsm 14164 as pseudomonas putida. The strain was tested multiple times with vitek ms, and the results were all pseudomonas putida. The customer confirmed the expected identification of the strain with microseq. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomerieux investigation will be initiated.